Event description:
The user facility reported that they were unable to get the computer to register on the touch panel to their hexavue custom room rack. No report of procedure involvement. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the cable was not connected to the pc input port. To resolve the issue, the technician reconnected the cable to the hexavue custom room rack, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.